Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed program alarm anomaly. The customer was unable to clear the alarm using the esc/act buttons; the buttons were unresponsive. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer was advised that the program alarm anomaly may be caused by static; the customer was advised on how to avoid static. The customer removed the battery and reinserted it but the program alarm anomaly error recurred. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on lcd board. We were unable to confirm alarm, reset anomaly, blank display, and low battery alert due to buttons unresponsive. We were unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked reservoir tube lip noted.